Event description:
Shoulder revision surgery was performed on 25-feb-2022 where all implants are removed, and an antibiotic cement spacer is implanted. During surgery there is a note of gross purulent material. Initial surgery - (B)(6) 2021 patient - female date of birth - sept. 27, 1950 event happened in u.s. The following components were explanted: smr cementless finned stem, commercial code 1304.15.150 - lot # 2105000 - ster. #(B)(6) smr reverse humeral body, commercial code 1352.15.010 - lot #2106712 - ster. #(B)(6) reverse humeral body 140°, commercial code 1352.15.011 - lot #2021464 - ster. #(B)(6) smr reverse liner +3mm d.40mm, commercial code 365.50.815 - lot #20at5aj - ster. #(B)(6) smr glenosphere ø 40mm, commercial code 1374.09.121 - lot #2106905 - ster. #(B)(6) smr small-r connector +4, commercial code 1374.15.314 - lot #2104296 - ster. #(B)(6) smr glenoid peg tt small-r #m, commercial code 1375.14.652 - lot #2104413 - ster. #(B)(6) smr glenoid baseplate small-r, commercial code 1375.15.605 lot #2100643 - ster. #(B)(6) note according to the product label the coupling between reverse #short hum. Body 140° product code 1352.15.011 and smr reverse liner +3mm d.40mm product code 1365.50.815 is off label use. The product label for 1352.15.015 states couple only with 36mm dia. Liners 1360.50.cxx, 1361.51.0xx, 1360.50.8xx &1361.50.8xx patient medical history may 27,2021 -emergency room visit after patient reported a fall on her left side hitting her left shoulder and face resulting in left proximal humeral fracture. The emergency room recommended conservative management as well as ophthalmology consultation. June 4, 2021, initial shoulder surgery performed left reverse total shoulder arthroplasty. Significant damage to the humeral head; it was removed. Fracture fragments of the greater and lesser tuberosity were mobilized and the torn supraspinatus was repaired as best as possible to the great tuberosity. Implant was placed, it had excellent stability. 24-june-2021 follow up visit - the patient had dislocated the shoulder and radiology report notes possible fracture of the greater tuberosity/displacement. 28-june-2021 the patient was taken into surgery to do a closed reduction of the shoulder, and this was not successful. The surgeon then opened the patient to find that the tuberosity had pulled off the bone. When repairing the tuberosity surgeon noted that implants "were not well fixed" and he revised the humeral implants. The surgery concluded with no signs of instability and good rom. This event was registered as limacorporate complaint 20230173 and reported to FDA as MFR 3008021110-2023-00061. Feb 25, 2022 - removal of components and placement of a cement spacer. There did appear to be gross purulent material. Devitalized tissue was resected, and curettes were use to debride the bone. The humeral and glenoid components were well fixed but removed using standard technique without significant bone loss. The wound was irrigated and debrided again, and the cement spacer was placed. (Object of this report) march31, 2023 -surgery removal of cement spacer and reverse arthroplasty. Preop diagnosis of instability, deltoid atony, and pain. Cement spacer removed without incident; reverse lateralized total shoulder arthroplasty components were placed. April 7th, 2023, follow up visit dislocation: patient presents today with a dislocated left reverse total shoulder arthroplasty. Surgeon notes that "she is at an increased risk of dislocation because of the number of surgical procedures, has had previous infection, and the fact she is devoid of a lateral tuberosity."

Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. The involved implants were not available to be returned. Post operative x rays were provided related to two further dislocations/revision surgeries after initial surgery. The provided x rays and all other data were submitted to a medical expert for evaluation. The evaluation results stated that "the initial surgery is commented to be unremarkable with stable components. The first radiograph in your document is an oblique view that shows the fractured greater tuberosity fragment completely dislocated and detached, a big chunk, almost all of the metaphysis only 20d after index surgery. The reason is unknown, probably traumatic, no signs for implant related issue here; it is a common complication after rtsa. Second revision is apparently due to infection, again, one common complication after rtsa, no implant-related issue here. Especially posttraumatic cases have higher infection rates. In march 2023 one important fact is noted: "deltoid atony". That probably means that the axillary nerve is damaged. This is the most serious concern in terms of function and stability. We do not know whether the nerve got impaired during the course of treatment or by the trauma. So overall, this is a fateful course of events. No implant-related problems are involved. (The off-label use of the components is not relevant for the revision). Based on the information received, we are not able to further investigate the root cause of the event. Considering that: ·check of the sterilization charts highlighted no anomalies on components manufactured with the involved sterilization lot #s. ·according to the surgeon the infection was not product related. ·the results of medical evaluation by expert stated no implant-related problems are involved. We can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.08%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. We will submit a final report when the investigation is complete.

Event description:
Shoulder revision surgery was performed on (B)(6) 2022 where all implants are removed, and an antibiotic cement spacer is implanted. During surgery there is a note of gross purulent material. The following components were explanted: smr cementless finned stem, commercial code 1304.15.150 - lot # 2105000 - ster. #2100163. Smr reverse humeral body, commercial code 1352.15.010 - lot #2106712 - ster. #2100174 . Reverse humeral body 140°, commercial code 1352.15.011 - lot #2021464 - ster. #2100020 . Smr reverse liner +3mm d.40mm, commercial code 365.50.815 - lot #20at5aj - ster. #2100150. Smr glenosphere ø 40mm, commercial code 1374.09.121 - lot #2106905 - ster. #2100144. Smr small-r connector +4, commercial code 1374.15.314 - lot #2104296 - ster. #2100137. Smr glenoid peg tt small-r #m, commercial code 1375.14.652 - lot #2104413 - ster. #2100119 . Smr glenoid baseplate small-r, commercial code 1375.15.605 lot #2100643 - ster. #2100098. Patient - female. Date of birth - (B)(6) 1950. Event happened in u.s. Previous revision surgery was performed on (B)(6) 2021. That event was registered as complaint 173_23, MFR. 3008021110-2023-00061. Patient presents 5 months post op ((B)(6) 2021) and is having drainage, pain, and stiffness. After evaluation the physician notes possible deep infection and need of deep aspiration and manipulation. The patient was on antibiotics that were prescribed by their personal care physician. One month later ((B)(6) 2021) the patient underwent deep aspiration and manipulation and at this time no fluid is on the joint. 3 weeks ((B)(6) 2021) later the patient presents with sores. It is noted that there are no overt signs of infection. X-rays of the shoulder show an abnormal bone tissue formation in soft tissue and surgical removal is discussed. The surgeon is concerned about underlying infection. One month later ((B)(6) 2022) the patient returns with pain, stiffness, loss of rom, and drainage.